Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer encountered a signal loss alarm issue with the adc device and as a result, the customer experienced disorientation. The customer was unable to self-treat and a glucose reading of 48 mg/dl was obtained from an unspecified meter and the customer was provided "cola" from a third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.